Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 5) occurred. Customer loaded another cartridge to resolve the issue. Customer's blood glucose was 68 mg/dl.